Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was detached from its pusher assembly. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the ruby coils sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The fracturing of the sr wire likely contributed to the ruby coil detachment inside the catheter. Further evaluation of the returned device revealed that the pusher assembly was kinked. This kink was likely incidental and may have occurred while packaging the device for return to penumbra. The non-penumbra microcatheter referred to in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal mammary artery (lima) using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra catheter the physician noticed that the ruby coil unintentionally detached inside the catheter. Therefore, the physician removed the catheter containing the detached ruby coil and the procedure was completed using other coils and a new catheter. There was no report of an adverse effect to the patient.